Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur (B)(6) result is unknown. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a false (B)(6) patient result for advia centaur (B)(6) compared to an alternate method and the clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequence due to the (B)(6) advia centaur (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00257 on december 29, 2016. On 01/06/2017 correction: the instrument that was used for testing by the customer was the advia centaur xp and not the advia centaur cp. The correct catalog # is 10364455. On 01/19/2017 additional information: the customer does not know the date of vaccination for the patient. The repeat results for (B)(6) were (B)(6). The patient sample is not available for additional testing and investigation. Therefore, siemens is unable to determine the cause. The cause for the discordant advia centaur xp hbsagii results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00257 on december 29, 2016. Supplemental report 2 was filed on janaury 31, 2017 with a correction and additional information. On february 7, 2017: the patient sample is not available for additional testing and investigation, however, the customer tested the sample by treating the sample with a heterophilic blocking tube. Upon treatment, the sample became negative indicating the false positive result is due heterophilic antibodies. The instructions for use states under the limitations section " heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."